Event description:
It was reported that the lead had moved after implant as the lead was undersensing. The lead was initially reprogrammed and was later capped and replaced. It was also reported that the device had early battery depletion due to chronically high right ventricular lead output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Concomitant products: 6944 implantable tachy lead, (B)(6) 2008; 559445 implantable pacing lead, (B)(6) 2008. (B)(4).